Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced continued stress urinary incontinence; mesh expose, dyspareunia from vaginal mesh; exacerbation of lifelong constipation and bowel problems; and required follow-up surgeries. Associated MDR: 1018233-2013-01215, 1018233-2012-00456.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions. Potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urge urinary incontinence, pain, erosion, extrusion, infection, unspecified urinary problems, perforation of organ, decreased hematocrit and hemoglobin, blood loss and drainage, tachycardia, elevated white blood cell count, urinary hesitancy, vaginal fibrosis, granuloma, foreign body in patient, tightness sensation, severe tearing sensation in lower abdomen and inner thigh, cramping, burning sensation, dysfunctional intercourse, shortened sensation of vaginal canal, foreign body sensation, sensitivity, inability to orgasm, urine leakage, urinary tract infections, depression, anxiety, pressure, abdominal pain, vaginal pain, bowel obstruction, diarrhea, pelvic relaxation, tenderness, discomfort, red blood cells in urine, urinary frequency, urinary urgency, prolapse, urethral hypermobility, aching, shivering, headache, bladder (muscle) spasms, dysuria, nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced constipation by outlet dysfunction, pelvic floor muscle dysfunction, incising of vaginal fibrous bands, bladder infection, pessary use, incontinence with intercourse, nocturia, insensible loss of urine, stage one anterior vaginal wall prolapse,intermittency, weak flow of stream, post-void dribble, post-void fullness, placement of advantage suburethral sling and trigger point injection with intraoperative perforation of bladder, pelvic pain, urogenital atrophy, pelvic floor spasm, mesh adhesions at the insertion points, and pelvic phleboliths.